Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the bur broke from the beginning of its use. Patient is alive-no injury. There was no patient impact.

Manufacturer narrative:
Product analysis: visually, the tip had broken off which would have resulted in the reported event. It was determined that the inner spiral wrap just proximal to the cutting was twisted in on itself in a clockwise direction until breakage occurred which caused the tip to break off. The cutting tip was not returned for analysis. The twist in the spiral wrap is consistent with excess torsional load and the location indicates the load would have been at the cutting tip. The inside diameter of the distal end of the outer tube was rough and worn on one side indicating the directionality of a load and is consistent with aggressive use. There was a residue consistent with grease on the outside diameter of the spiral wrap, grease is required per the drawing. There was minor deformation of the front hub locking area which is consistent with aggressive use. If information is provided in the future, a supplemental report will be issued.